Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex. The proximal shaft of the 3.0x12 mm xience pro separated; however, it is unknown if the shaft separation occurred during advancement as the account could not provide any further detail surrounding the event. Another stent delivery system was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was unable to be confirmed however there was a kink noted in the shaft which may be the damage reported by the account. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.